Manufacturer narrative:
Microscopic exam of fracture surface has a topology typical of an instrument caused fracture. Similar fracture surface was created on the bench using a forceps.

Event description:
When valve was placed in the annulus and upon opening the valve with leaflet probe, it was noticed that the housing had a chip out of it. The valve was removed and replaced and the operation completed successfully.